Manufacturer narrative:
Additional information: b5, g3, h3, h6. - one unpackaged ar-9561-30s, univers revers¿ modular glenoid system, central screw, modular 30 mm, was received for investigation. - visual inspection noted that the device was stuck onto an ar-9560-24-2, batch 15400885. - the most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces. - refer to investigation photos. - complaint allegation is confirmed.

Event description:
Additional information was provided by the sales representative via email that the allegation was noticed during step 8a from the reverse mgs technique guide.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-9561-30s, univers revers¿ modular glenoid system, central screw, modular 30 mm, was received for investigation. - visual inspection noted that the device was stuck onto an ar-9560-24-2, batch 15400885. - the most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces. - refer to investigation photos. - complaint allegation is confirmed.

Event description:
On 06/20/2025, a sales representative reported via (B)(4) that an ar-9560-24-2 arthrex® univers revers¿ modular glenoid system modular baseplate was defective. This occurred in a reverse total shoulder arthroplasty procedure on (B)(6) 2025. The case was completed by opening a new baseplate and central screw (9560-24-2 and 9561-30s). Additional information was provided via phone on 06/25/2025 where the sales representative stated when putting the baseplate together with the screw and trying to put it on the inserter it was not catching. It appeared not to be threaded after examining the device. There was a less than 5-minute delay during this procedure.

Manufacturer narrative:
- One unpackaged ar-9561-30s, univers revers¿ modular glenoid system, central screw, modular 30 mm, was received for investigation. - visual inspection noted that the device was stuck onto an ar-9560-24-2, batch 15400885. - the most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces. - refer to investigation photos. - complaint allegation is confirmed.